Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was stuck and showing the blue enter password box. Customer tried to reboot and recover, but the issue persisted. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been stuck on the bios password screen after an automatic operating system update. A field service engineer (fse) verified the issue with the pharmacy technician. The station was manually turned off and rebooted. The fse confirmed that the station had fully launched to the medication application and was functioning properly. The system functioned as intended after the field service engineer repaired the device.